Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values where the cgm reading was 76 mg/dl and the bg reading was 26 mg/dl. At 2:00pm, the patient was unresponsive, paralytic/unable to move, sweating and experienced diabetic coma. The spouse called 911 and the patient was taken to the hospital. The doctor advised to eat sugar boosters like soda, sweet food, and treated the patient with IV fluid and novolog insulin pen (for diabetes management). At 08:00pm, the patient recovered and the bg reading was 226 mg/dl. The patient was hospitalized from 2:00pm until 8:00pm. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - movement disorder.